Event description:
During an ercp procedure the physician used a wilson-cook tri-ex extraction balloon with multiple sizing. The balloon would not deflate properly. After the third attempt to deflate the balloon, the extraction balloon was removed from the endoscope and another balloon was used to complete the procedure. Post procedure, the pt's condition was reported to be good.